Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b7, e1, h8.

Event description:
Additionally, the patient was injected with 2 ml of juvéderm® volux¿ and patient underwent facial tomography to evaluate a nasal fracture after trauma, and an area of intense bone remodeling was identified in the chin region where the osseous bolus was performed.

Event description:
Healthcare professional reported injecting a patient in the chin (jaw) region with juvéderm® volux¿. The patient experienced ¿bone resorption¿ in the chin through a head tomography scan performed after the patient ¿injured¿ their nose. Event status is unknown.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.